Event description:
It was reported that when the lead configuration is programmed to bi-polar there is no capture and impedance measurement is greater than 9999 ohms. The lead configuration was programmed to unipolar and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.